Manufacturer narrative:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is attributed to patient laxity, and the surgeon would like to use thicker poly inserts to improve the stability of the patient. Primary surgery occurred on (B)(6) 2021. Revision surgery planned date is unknown. Review of the device history record indicates that the device was manufactured to specification. All sterilisation requirements were met.

Event description:
It was reported that replacement poly inserts have been requested for revision surgery. Reason for revision is attributed to patient laxity. Primary surgery occurred on (B)(6) 2019. Revision surgery is planned for (B)(6) 2021.